Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that in 2006, a 2.25 x 13 mm pixel stent was deployed. At a follow-up visit four months later, 90% in-stent restenosis of the pixel was observed. Dilatation was performed and another company's 2.5 x 28 mm stent was deployed to treat the restenosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There was no reported device failure. There does not appear to be any indications of a stent delivery system quality problem. The reported restenosis appears to be related to a known adverse event of coronary stenting, and not a stent delivery system quality problem.